Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the customer complaint, it was confirmed that this complaint is not reportable and report 3004753838-2016-21841 was submitted in error. Please disregard all information in that report.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced frequent glucose reading error messages. The sensor was inserted into the abdomen on (B)(6) 2016. No additional patient or event information is available.